Event description:
Pt in major surgery for a laparoscopic cholecystectomy. Surgein using spatula to separate gall bladder from the liver bed. The end of the spatula snapped off and went into the body cavity. Fluroscopy was used to locate and retrieve broken piece. Inspection done, no other pieces missing. Approx 30-45 minutes of extra surgery and anesthesia time. The MFR was notified the same day.